Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as event three of b. Braun melsungen ag internal report (B)(4). We received 16 perifix one 401 filterset in original package. The defect is due to a development error and already known. Therefore this complaint is consider as confirmed. In addition, the connection between the catheter connectors and the catheters (0,84 perifix one) were taken to a tensile strength test according to the test plan (test method (B)(4)). Nominal: min. 5,5 n. Actual: between 9,83 n - 13,04 n. The tested samples are within our specifications. The complaint is filed for statistical purpose. Notes: this case is being filed retrospectively as a result of a review of recent customer complaint information. Based on additional information and details provided in another complaint case, it was determined that this case is reportable in accordance with the requirements of 21 cfr 803. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. The product design is being updated to increase the force required to open the catheter connector under change control: (B)(4).

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in france: event 3 connector/catheter-detached